Event description:
It was reported by the scrub nurse, who was present during the procedure, that the shaver blade unit broke inside its sheath and then dropped into the shoulder of the pt. Further, the procedure was changed from an arthroscopy procedure to an open surgery to retrieve the broken shaver blade piece.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.